Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned coupling screw, lot unknown, was received broken directly under the cap. The proximal end is heavily hammered and the hex drive is worn. The distal end was not received. The returned buttress/compression nut, lot 6937153, was manufactured july, 2012. It was received stuck on the blade guide sleeve. There are significant hammer dents on the distal side of the nut such that the material has been bent over and a chip is missing. The returned blade guide sleeve, lot unknown, was received with the buttress/compression nut stuck on the most proximal threads. The threaded portion shows hammer marks that have flattened the threads below the compression nut. The proximal end of the hole for the insertion handle shows dents next to the grooves. The remainder of the device shows signs of wear and small scratches. The returned replacement alignment indicator for the helical blade inserter, lot unknown, was received showing hammer marks on all the outer surfaces. The locking shaft is jammed such that it can no longer be removed and the knurled grip for the locking shaft is flattened. The pin that aligns the indicator has been sheared off such that it would now rotate freely. The complaint condition cannot be replicated as the devices are already jammed and/or damaged. Thus, the complaint condition is confirmed. The returned condition of these devices shows evidence that repeated hammering blows, inconsistent with the specified technique, have caused the complaint condition. There are numerous substantial hammer marks on the alignment indicator, blade guide sleeve and compression nut, all of which are not specified to be hammered. Errant hammering was most likely the cause of the damaged to the alignment indicator and what caused the pin to shear and the locking shaft to jam. The condition of the compression nut stuck on the blade guide sleeve was most likely the result of hammering on the distal side of the compression nut. Hammer blows would result in the damaged threads that have locked the compression nut onto the blade guide sleeve. The broken coupling screw was likely the result of the method of use and/or previous damage. The received condition is consistent with off axis hammering or hammering when the coupling screw is not fully inserted. The technique guide provides instruction for proper care, use, and routine cleaning and inspection of instruments. Therefore, it is likely that the method of use and the use of worn components has led to this complaint. The manufacture date of the coupling screw, blade guide sleeve, and replacement alignment indicator are unknown. However, a review of the current revision drawings found the current designs to be sufficient for their intended use. The buttress/compression nut was manufactured to the current edition of the design drawing according to the supplier¿s certificate of conformance, and was also found to be sufficient for its intended use. Therefore, this complaint condition is not the result of a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a trochanteric fixation nail procedure on (B)(6) 2014, the surgeon was inserting the helical blade, and the head of the coupling screw broke off. The surgeon was not able to grasp the remaining attached portion to remove the coupling screw. This resulted in having to extract the helical blade and impacting the guide, causing damage to the blade guide sleeve and the compression nut. The wing nut no longer turns; the sleeve, compression nut, and compression screw are completely damaged. When the blade was extracted, another coupling screw was opened, and the surgeon proceeded with the surgery. This event extended the surgical time by 15 minutes. Surgery was completed with no further problem and patient outcome was great. This is report 1 of 4 for (B)(4).